Event description:
Essure procedure done which has caused me much discomfort and massive weight gain. Check into the horrible side effects of essure and pull this off the medical circuit before it affects other woman.